Event description:
Boston scientific received information that the patient experienced twiddler's syndrome. While gaining accessed to the pacemaker, it was found out that the pocket had puss and it had migrated to axilla. Device upgrade was postponed and new pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.